Event description:
While in the compounding room I went to grab a bd 60 ml. Syringe with luer-loc tip. When I picked one out of the bin. I noticed the inside of the syringe on the plunger hab a green/black residue. The syringe was still in the packaging so I set it aside and reported it.